Event description:
Pt scheduled for endometrial novasure ablation. Disposable handpiece plugged into generator according to protocol. Setting on generator per surgeon. Cavity assessed and failed. New handpiece was attempted as well. Failure occurred.